Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of fungal peritonitis with culture (B)(6) unknown (B)(6) in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient began treatment with vancomycin and cefazoline (doses, frequency and routes not reported). On (B)(6) 2011, the patient's peritoneal catheter was removed and the patient began treatment with fluconazol (dose, frequency and route not reported). At the time of this report, the patient was on hemodialysis and remained hospitalized. The outcome for the event of fungal peritonitis was not reported. The physician did not provide an assessment of causality for the event of fungal peritonitis in relationship to extraneal viaflex and physioneal, unspecified product.